Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the io black point/deposit on the implant. When opening the implant, the surgical staff noticed that there was a black point/deposit on the implant. Unfortunately, this deposit fell out and could no longer be localized. The implant was placed aside and a new implant was taken, no surgery delay.